Event description:
It was reported that a small volume folfusor leaked; drug was found around the clear cap on top of pump (fill port). The issue was noticed when unpacking the delivery before patient use. The caps (winged luer and fill port) were secured on the device. The device was filled with 3500mg fluorouracil (5-fu) in 115ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured january 6-7, 2025. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph identified white specks of drug precipitate next to the fill port cap. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.